Event description:
The patient used the suspect device to check their blood glucose at 10 pm and the result was 75 mg/dl. Patient then drank orange juice. At 1:00 am the suspect device read 58 mg/dl and patient drank more orange juice and also took 17 units of lantis insulin. At 4:00 am the suspect device read hi. Patient then injected 8 units of novalog insulin based upon the result. At 5:15 am patient was in a car accident and was found unresponsive by the emergercy medical system. Emergercy medical system checked patient's blood glucose and the level was 28 mg/dl. Patient was treated and taken to the hospital where their glucose was 170 mg/dl. Then the suspect device was used again and the result was 147 mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.